Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging cable due to it not being able to stay connected within the usb charging port. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.